Event description:
The patient experienced painful stimulation and had no therapeutic effect. The device "made her life miserable" and was "nothing but trouble". Reprogramming improved the patient's symptoms for a short while until she went to physical therapy and then her symptoms returned. The patient wanted the device removed. Further information is being requested from the hcp.